Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer called to report that she was hospitalized on (B)(6) 2018 due to diabetic ketoacidosis (dka) and had issues with mio set. Customer's blood glucose at the time of hospitalization was over 30 mmol/l . Customer's current blood glucose was 6.3 mmol/l. It was reported that the customer was camping and was driven to the hospital, inserted set for dinner and tested blood glucose before going to bed and it was 10.3 mmol/l. The customer reported that she woke up super high. The customer reported that she woke up super sick and had super high blood glucose levels. The customer reported that the infusion set had bent cannulas. The customer was treated with IV, electrolytes overnight. The customer was unable to complete the carelink upload. Product is not expected to return for analysis.